Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the cook representative advised the physician that using a basket in the pancreatic duct is off label. The instructions for use state, "intended use: this device is used for endoscopic removal of biliary stones and foreign bodies. Do not use this device for any purpose other than stated intended use. Potential complications: others associated with basket extraction include, but are not limited to impaction of the object. Surgical intervention may be required if stone impaction and/or basket fragmentation occurs." Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the pt had a 5 mm pancreatic stone in the body of the pancreas. A sphincterotomy had been performed on the pt. The physician used an 8mm extraction balloon made by another company (unk model number) trying to retrieve the stone without success. Then the physician canulated with an 8.5 mm extraction balloon made by another company unk model number). Once the wire was in the pancreatic duct (pd), the physician dilated the head and neck of the pd up to 6mm. The neck had a stricture that was not giving in to the dilation and was not able to dilate up to 6 mm. Then the physician introduced a cook memory soft wire basket. The cook representative advised the physician that using a basket in the pd is considered off label. The physician proceeded to use the basket anyway. The physician was pulling on the basket with all his might, but was unable to get the stone out. At this time, the stone got embedded in the basket and the basket was stuck in the pd. The physician set up a cook soehendra lithotriptor handle with a cook conquest ttc lithotriptor cable to try to crush the stone. After the physician started cranking the handle on the lithotriptor, the wires of the basket that were attached to the lithotriptor handle snapped. The physician introduced a basket made from another company to try and crush the stone and the catheter broke. The stone was not able to be crushed because of its density. The pt was left with two baskets in the pd and the wires coming out of the mouth. After the physician started cranking the handle on the lithotriptor, the wires of the basket that were attached to the lithotriptor handle snapped. The physician introduced another basket made from another company to try to crush the stone and the catheter broke. The stone was not able to be crushed because of its density. The pt was left with two baskets in the pd and the wires coming out of the mouth. The pt was referred to another facility for a whipple procedure. The whipple procedure was performed because the stricture in the neck of the pd prevented the stone retrieval.